Event description:
On (B)(6) 2013, the patient contacted animas stating the pump was not working. There was no additional information available for this complaint. It was noted that the pump type was unknown. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was an issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.